Event description:
It was reported that the reservoirs are leaking. The blood glucose reading is 290 mg/dl. Customer treated with manual injection. Customer stated that the insulin leaked after the second o-ring. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Inspected two opened and used reservoirs. Performed pre-fill test and reservoirs passed per specifications. No leakage anomaly observed during analysis. Reservoirs connected and locked into place properly.